Event description:
In 2009, the patient reported that over the last few days he has had elevated blood glucose readings in the 200's mg/dl with his normal range being 78-100 mg/dl. He said, he tested 1 hour ago and his reading was 193 mg/dl. He stated he thinks his insulin infusion device is not properly delivering boluses. He stated that one time he programmed a bolus he did not think was delivered so he bolused again. His blood glucose then dropped to the 40's mg/dl which he corrected by eating candy. He discovered an air bubble in the cartridge and he was assisted in priming it out. The pt tested his blood glucose during the report and it was 220 mg/dl. He stated he would treat it by bolusing again. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.